Event description:
It was reported that a patient who had right ureteric stone and right renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had pain. The patient was crying, shouting with pain and writhing in bed, also with 10 out of 10 right flank pain. The pain felt was described as similar to the first episode with stones. A medication of 100mg of diclofenac sodium and 6mg vesomni was given. It was determined that these events were not serious, was possibly related to the device, and was probably related to the procedure. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had right ureteric stone and right renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had pain. The patient was crying, shouting with pain and writhing in bed, also with 10 out of 10 right flank pain. The pain felt was described as similar to the first episode with stones. A medication of 100mg of diclofenac sodium and 6mg vesomni was given. It was determined that these events were not serious, was possibly related to the device, and was probably related to the procedure. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.